Manufacturer narrative:
A complete slit peel cps catheter was received for investigation. The broken hub region or the slitter used during the procedure was not returned. Visual examination revealed the score lines to be normal where the hub was separated from its sheath. The separated hub was thought to be potentially related to a manufacturing anomaly. No additional testing was performed.

Event description:
Investigation of the cps catheter revealed a potential manufacturing anomaly.